Manufacturer narrative:
(B) (4). The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause classification of anticipated procedural complications as this complaint is a known physiological effect of the procedure and is noted in the directions for use.(B) (4): device not returned for analysis.

Event description:
(B) (4). It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, a dissection occurred. The 90% stenosed target lesion was located in the mid right coronary artery (rca); lesion length of 26 mm and reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation and implantation of a 3.0 x 32 mm study stent. Post dilatation was completed with a nc ranger balloon. An edge dissection was noted after post-dilatation which was treated with a 3.0 x 12 mm bailout study stent with 0% residual stenosis. The patient was discharged on aspirin and clopidogrel.